Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One (1) photo of the anchor-suture-collagen assembly was provided. The photo was examined, and the anchor was found to have been bent in a u-shape. The collagen was also found to have been tamped. No other issues were identified, which was consistent with the appearance of an assembly that had been extracted or had been subjected to excessive force. If the assembly was subjected to excessive tensile force or if excess tamping was performed, then it is possible for deformation to the assembly to occur. It is also possible for the assembly to be deformed during removal/extraction from the operative site. As it was reported that hemostasis was originally achieved with the device, but bleeding/hematoma occurred 'one (1) or several days afterwards,' it appears that the device was deployed correctly, but hemostasis was unable to be maintained after closure. As it was also reported that there may have been plaque present in the vessel wall, it appears that anatomical factors could have contributed to the reported issue, as the presence of plaque at the access site could have interfered with proper closure and positioning of the biodegradable components. It is also possible that patient activity post-operatively contributed to the issue, as the incident was reported to have occurred one day after the original operation. If the patient had not followed the recommended post-operative guidance, then it is possible that the closure components were affected which resulted in the reported adverse event. The complaint was confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been patient activity or anatomical factors contributing to the reported adverse event or excess tamping contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: md vascular surgeon. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the vascular closure was in the right common femoral artery involving the angio-seal vip oct 12th at 14.30 o´clock. On oct 13th at 9.00 o´clock patient feels sudden pain in femoral right side and a hematoma appeared fast. Dt shows extravasation. Femostop compression treatment was not enough. Patient needed open vessel surgery, and, in the hematoma, they found the angio-seal mention in the vessel. Anchor which should be inside the vessel looks bent and has gone out from the punction hole. The reason has then likely to have been that the angio-seal could not be applied correctly due to plaque in the vessel wall or the like. Snice the event occurred afterwards, indicates that the agio-seal was seated correctly attached initially but later released. The bent anchor of the angio-seal was found during open suturing can say that the anchor was too soft.